Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explantation of an intraocular lens (iol). The surgeon reported intolerance and glare. The iol was exchanged. The patient had a vitrectomy and limbal relaxing incision. The patient's symptoms improved post exchange.